Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm occurs although the customer had changed out their tubing, reservoir, and site. Customer's cannula was also not bent. The customer's blood glucose was 300 mg/dl. No additional information provided.